Event description:
It was reported that this right ventricular (rv) lead was dislodged. This rv lead was explanted. The patient has fully recovered. No additional adverse patient effects were reported.